Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat#5520-b-400; lot#zmju, triathlon symmetric x3 patella; cat#5550-g-339; lot#939s, triathlon cr fem comp #5 r-cem; cat#5510f502; lot#snfyb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Patient reported that she had bilateral tka, right knee was done on (B)(6) 2009 and left knee (B)(6) 2009. Patient started to experience pain in 2012. This pi is for right knee.

Event description:
Patient reported that she had bilateral tka, right knee was done on (B)(6) 2009 and left knee (B)(6) 2009. Patient started to experience pain in 2012. This pi is for right knee.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. Device not returned.